Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and e-mail. A completed questionnaire was not received. (B)(4).

Event description:
A customer reported following an intraocular lens (iol) implant procedure, the lens was exchanged. The patient did not experience 'optimal' distance vision. The lens was exchanged for a same model lens, one diopter less in power. Additional information was requested.